Event description:
It was reported that all system exhibited noise signals. Before, a device system exchange procedure, it was also noted noise on the leads. Subsequently, all system was explanted, and a new system was successfully implanted. The previous device system was in service for over 10 years. No additional adverse patient effects were reported.